Manufacturer narrative:
(B)(4). All available information indicates that the system remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with this right ventricular (rv) lead exhibited high, oor, shocking lead impedance measurement of more than 125 ohms. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported. The system remains in service.